Event description:
It was reported that an ilet device developed a cracked screen, after which the unlock button would not swipe and the device became unusable; the issue was associated with the touchscreen and characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.